Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing report number: 1627487-2020-00032. It was reported that the patient's leads migrated and the patient lost effective therapy. The patient underwent surgical intervention during which the entire scs system was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.